Event description:
During cardiopulmonary bypass, the gas delivery module of the heart lung console reportedly spontaneously entered its calibration sequence. There was no reported adverse consequence to the patient as a result of this event.